Event description:
It was reported that the patient underwent generator replacement surgery. The generator was returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
Clinic notes were received indicating that since the vns patient¿s recent medication change, the patient was experiencing an increase in partial seizures. The patient was averaging 4-5 seizures a month. The patient¿s device was reported to be near end of service the physician stated that the device seemed to be firing weaker. The patient was referred for generator replacement surgery. No known interventions have occurred to date. A battery life calculation using the available programming history showed 0.54 years remaining until eri=yes. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
The generator analysis was completed on (B)(6) 2014. The device performed according to functional specifications. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator.